Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer continues to fail after multiple recovery attempts. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 failed. A field service engineer (fse)replaced the drawer control board, retractor band, and hard stop on main half-height drawer 5.1. The hardware testing application (hta) was executed, and a few medications were recovered from between cubie pockets. Additionally, the fse tightened several drawer front panels that had become loose to resolve. To test the repair, hta was executed, and the drawer was tested. No errors appeared on startup, confirming successful operation. The system functioned as intended after the field service engineer repaired the device.